Event description:
Customer took a blood glucose reading and states that the result is 100 points higher than normal. They called the doctor who called in a perscription for a blood sugar pill. The customer started taking the medication and started feeling worse. After a couple of days they went to see the doctor and they tested their blood glucose and the customer's device read higher than the doctors. No readings were given but the doctor stated that it was normal. The customer was advised to stop taking the blood sugar pill. They started feeling much better. No other treatment was given. Control l1 was out of range. A request was made for the return of suspect device and replacement was sent.